Event description:
It was reported the flex video scope forceps elevator is blocked by adhesive. There were no reports of patient involvement.

Manufacturer narrative:
E1 to be continued: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.